Event description:
Unomedical reference number (B)(4).event occurred in the united states.it was reported that the patient faced an event of kinked cannula with an infusion set after being used for one day. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen and was rotated regularly. Patient's blood glucose level at the time of event was reported to be 598 mg/dl therefore, patient took insulin via mdi. Patient replaced supplies as necessary and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.no further information available.